Event description:
The user facility's biomedical engineer reported the automated impella controller experienced that a fuse was damaged. The fuse was replaced, and the case continued. No patient was involved.

Manufacturer narrative:
The investigation has been completed for aic - damage during therapy. There were no issues running the pump/ purge, and the logs looked normal afterward via a log review. The root cause of the power supply mounting issues was most likely due to a technician error during manufacturing. This report is being filed as part of a retrospective review of historical records.